Manufacturer narrative:
Concomitant medical products: vedr01, ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was fractured and exhibited high impedance and oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.